Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information a supplemental MDR will be filed.

Event description:
It was reported to boston scientific that a flexiva 200 tractip laser fiber was used during a ureteroscopy with laser lithotripsy procedure to treat stones of the ureter on (B)(6) 2021. The laser console used during the procedure was a lumenis versapulse laser. At the end of the procedure, the connector kept spinning when attempting to remove the fiber from the console, the surgical tech was unable to remove the flexiva laser fiber from the console. The green collar had separated from the threads and had to be removed using adsons and clamping. The procedure was completed with the original laser fiber. There were no patient complications reported as a result of this event. On november 15, 2021 additional information was received that the fiber was broken, this is now a reportable event. No further information has been obtained despite good faith efforts.